Event description:
It was reported that shaft break occurred. A 3.50 x 8mm synergy xd drug-eluting stent was selected to use. However, during insertion, the physician broke the shaft of the stent 6 inches from the hub outside the patient's body. The procedure was completed with another of same device. No patient complications were reported.